Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece obstructed during a surgical procedure. The handpiece and cassette was exchanged to complete the procedure. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The customer changed the tip and cassette, the issue did not persist. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated system) was manufactured on january 17, 2012. The system was found to meet specifications. Therefore, the root cause cannot be determined conclusively. (B)(4).